Event description:
It was reported that a patient underwent an unknown spinal procedure. At an unknown time post-op, it was reported that a screw backed-out. Additional information is pending. No further details are known at this time.

Manufacturer narrative:
Additional information: a review of radiographic images shows initial films show ap and lateral lumbar spine with construct at l4/5 consisting of screws and two 4.75 rods. Instability is reported although it cannot be verified with single static films. Revision consisted of extension of fusion to l3 and incorporation of inter body fusion spacers at both levels. Reported failure of the l3 level due to screw loosening and "dislocation" cannot be verified from these films. No fracture is seen in l3 and films are rotated making comparison with previous set problematic.

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.